Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use an 840 ventilator had a breath delivery power on self test (post) failure. The patient was transferred to another ventilator with no harm. The service engineer flashed software on customer's purchased breath delivery board. Covidien was not authorized to service the device.